Manufacturer narrative:
The needle was not returned so an investigation could not be conducted. The manufacturing records were reviewed and no anomalies or deviations were noted. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury.

Event description:
During a perc renal procedure an issue with icesphere plus needle was observed. One needle had ice along the shaft of the needle. The customer needed to protect the skin from frostbite with saline. The case was completed successfully with no patient injury.